Event description:
The physician reported one instance of ventricular oversensing observed within associated stored episodes. The persistence was increased and the subject lead remains implanted and active.

Event description:
The physician reported one instance of ventricular oversensing observed within associated stored episodes. The persistence was increased and the subject lead remains implanted and active.